Manufacturer narrative:
Approximate age of device - 2 years and 3 months. The pump remains in use supporting the patient. However, the replaced portion of the driveline was received. Approximately 13 inches of the external portion, distal-end, of the driveline was returned. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. No wire-to-wire or wire-to-shield shorts were induced during the testing even with manipulation of the driveline. The braided shield and bionate layers of the driveline were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation and no current leakage that would have resulted in an electrical short was found. Although the events captured in the system controller log file and based on the manufacturer's complaint history and similar reported events, the events captured in the log file could have potentially been the result of a compromised wire in the patient's driveline. However, a root cause for the events could not be determined through the evaluation of the returned portion of the driveline. The patient remains ongoing on the pump with the replaced driveline and no further events have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received red heart alarms on (B)(6) 2015 and continued to experience red heart alarms with two new power module patient cables. The patient was asymptomatic. The system controller log file was submitted to the manufacturer's technical services team for evaluation and multiple pump stoppages were captured. The events appeared to occur only when the patient was supported by the power module. A driveline evaluation was performed on (B)(6) 2015 and a distal end driveline replacement was completed successfully. The patient was placed on a grounded patient cable and experienced no issues following the repair.